Event description:
It was reported that this patient was found to have diaphragmatic stimulation. System was tested and left parameters of the heart had improved, left ventricular (lv) lead pacing function was turned off as a result, and the stimulation was resolved at that time. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).